Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.the previously applied conclusion code (B)(6) remains applicable to the (B)(6) programmer. The results code (B)(6) and conclusion conde (B)(6) are applicable to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was returned for analysis.

Manufacturer narrative:
Relevant components include: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 3.000 mg/ml fentanyl at a dose of 0.3598 mg/day via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2017 the patient showed up in the emergency room in acute withdrawal. The pump was empty when interrogated. The pump seemed to be draining faster than expected. At a recent refill the patient was supposed to have 20 ml remaining in the pump but it was empty. The hcp thought it was a programming error and refilled it. The hcp was unaware of anything that may have led or contributed to the issue. The pump was to be replaced on (B)(6) 2017. The issue was not resolved at the time of this report. The pump was to be returned to the manufacturer for analysis. No further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the first date that the pump was found to be empty when it was supposed to have approximately 20 ml left was (B)(6) 2017. The drug in the pump was fentanyl. Upon surgical intervention the pump was aspirated after explant and confirmed to be empty as it was determined to be on interrogation and aspiration in the ER on (B)(6) 2017. The pocket containing the pump was completely dry upon inspection. A new 40 ml pump was implanted. The explanted pump had been set on minimum rate as instructed by tech services and was to be returned for examination.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient¿s weight at the time of the event was (B)(6) pounds. The patient¿s medication history included chronic pain with lumbar radiculopathy and ddd lumbar. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.